Event description:
A letter was received on 7/5/00 from a law firm representing a customer. The letter stated that their client, a type ii diabetic had a "diabetic relative stoke". On april 21, 2000 the customer was taken to an emergency room where a blood glucose measurement gave a very high result. (No specific values were provided). The customer was surprised by these results since customer had tested customer's blood sugar earlier that morning as well as for several weeks before customer's admission to the hosp and had received lower results. Based on these lower results, customer's reduced the amount of oral medication. It is unknown if this was conducted on the advice of customer's physician. A request was made to return the system for eval.